Event description:
A labor and delivery nurse went to two different deliveries on the same day. At each delivery, she opened a sterile 8 french suction catheter in order to suction the pt's nose and mouth, and found each suction catheter to have a knot in the end. Both catheters are from the same lot number.